Event description:
Reportedly, there is a surface of the anvil that is sharp and has caused tearing of the vessels. This occurred as the stapler was slid under the vessels. The tear was noticed immediately and repaired with suture. The stapler was not fired. Arterial tear 3mm in length and occurred when the stapler was placed under the vessel and was slid all the way to the back proximal end of the anvil. Patient is ok. Sex: unknown. Procedure: lobectomy.